Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that patient reported to the clinic complaining of palpitations, interrogation of the device revealed there was an av delay problem and diagnostic problems. The device remains in use. No patient complications were reported as a result of this event.